Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/ pelvic muscle spasm'), cardiac failure congestive ('blood/heart disorder : congestive heart failure'), immune thrombocytopenic purpura ('autoimmune disorder : type of disorder : chronic itp') and bipolar I disorder ('psychological or psychiatric problems condition: mixed bipolar, anxiety') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital warts. Concomitant products included aripiprazole (abilify) from 2011 to 2012, clonazepam (klonopin), docusate sodium (colace) from (B)(6) 2010 to (B)(6) 2010, escitalopram oxalate (lexapro), ethinylestradiol;norgestimate (ortho-cyclen) from (B)(6) 2010 to (B)(6) 2010, ferrous sulfate (ferrous sulphate) from (B)(6) 2010 to (B)(6) 2010, fluoxetine hydrochloride (prozac) from (B)(6) 2010 to (B)(6) 2010, ibuprofen (motrin) from (B)(6) 2010 to (B)(6)2010, lithium, lurasidone hydrochloride (latuda), minerals nos;vitamins nos (prenatal vitamins) from (B)(6) 2010 to (B)(6) 2010, oxycodone hydrochloride; paracetamol (oxycodone and acetaminophen) from (B)(6) 2010 to (B)(6) 2010, quetiapine fumarate (seroquel) and vortioxetine hydrobromide (trintellix). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), the first episode of menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and back pain ("back pain"). In (B)(6) 2012, the patient experienced hyperaesthesia teeth ("dental problems"). On (B)(6) 2017, the patient experienced immune thrombocytopenic purpura (seriousness criterion medically significant), 7 years 4 months after insertion of essure. In (B)(6) 2018, the patient experienced cardiac failure congestive (seriousness criterion medically significant) and was found to have cardiac murmur ("blood/heart disorder: heart murmur"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("pelvic/ abdominal pain"), the second episode of menorrhagia ("menorrhagia (heavy menstrual bleeding)'"), fatigue ("fatigue"), bipolar I disorder (seriousness criterion medically significant), anxiety ("psychological or psychiatric problems condition: mixed bipolar, anxiety") and depression ("psychological or psychiatric problems condition: depression,") and was found to have weight increased ("weight gain"). The patient was treated with surgery ((B)(6) 2018(hysterectomy with bilateral salpingectomy ¿ laparoscopic) (unilateral oophorectomy)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, cardiac failure congestive, dyspareunia, dysmenorrhoea, abdominal pain, the last episode of menorrhagia, cardiac murmur, fatigue and vaginal haemorrhage had resolved, the immune thrombocytopenic purpura was resolving and the hyperaesthesia teeth, weight increased, back pain, bipolar I disorder, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, bipolar I disorder, cardiac failure congestive, cardiac murmur, depression, dysmenorrhoea, dyspareunia, fatigue, hyperaesthesia teeth, immune thrombocytopenic purpura, pelvic pain, vaginal haemorrhage, weight increased, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-sep-2019: follow-up 2 and 3 are processed together. Pfs received: new events added : "dyspareunia (painful sexual intercourse),dysmenorrhea (cramping),pelvic/abdominal, menorrhagia (heavy menstrual bleeding), blood/heart disorder, autoimmune diagnosed, fatigue, dental problems, weight gain ". Outcome of events, "dyspareunia (painful sexual intercourse),dysmenorrhea (cramping),pelvic/abdominal, menorrhagia (heavy menstrual bleeding), blood/heart disorder" were changed to "recovered/resolved". Patient's demographics were added. Patient's information was updated. Product indication updated. Essure removal date was added. Lab data was added. On 19-sep-2019: follow-up 2 and 3 are processed together. Pfs and mr received : new events added : "abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression, anxiety, bipolar mixed, autoimmune disorder type of disorder: chronic itp, blood or heart disorder/condition type: congestive heart failure, heart murmur, dental problems - sensitive teeth, muscle spasm, back pain, fatigue,". Outcome of events, "abnormal bleeding, fatigue" were changed to "recovered/resolved". Outcome of events, "chronic itp" were changed to "recovering/resolving". Onset dates of events were added. Medical history was added. Concomitant medications were added. Patient's demographics were added. Patient's information was updated. Product indication updated. Essure removal date was added. Lab data was updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.